Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened and fifty-eight sealed devices were available for evaluation. Visual inspection of the opened sample showed one suture returned without a needle, broken into three segments measuring with no damage observed on the foil pouch. Representative samples showed intact breathable pouches, properly parked needles, correctly wound sutures, and no abnormalities upon tactile or microscopic inspection, with foil pouches also free of defects. Tensile testing could not be performed on the opened sample due to potential degradation after opening. For representative samples, breathable pouches were opened cleanly, sutures were removed easily, and no breakage or fraying occurred during loading onto the instron machine. The sutures were pulled at 300¿mm/min until needle detachment, with load forces meeting the mean and individual specifications. However, further testing was halted after two samples showed notably lower results. It was reported that the thread came loose from the needle and the thread broke in half. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot d4a3964y); sc-643, sc-643 caprosyn* 3-0 und 75cm sc2 x36 (lot d4a3964y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, in wound closure, the thread came loose from the needle several times. Additionally, on the third device, the thread broke in half during suturing. The needle did not fall into the patient's cavity. An additional new suture was used without issue.